Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code was updated.

Event description:
Additional information received from the healthcare provider (hcp) reported the device was explanted.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found the battery was at reduced capacity due to overdischarge. Evaluation codes were updated upon device analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998 ,lot# j0357389v, implanted: (B)(6) 2004, product type: lead. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
The consumer reported that the patient lost the ability to speak; this was considered a sudden change in symptoms. The patient had a CT scan and other diagnostics. They have been unable to determine the cause of the issue, so an MRI was being ordered. It was also reported that the implantable neurostimulator (ins) battery depleted over a year ago, and they wanted it replaced. It was unknown whether the inability to speak coincided with ins depletion. Additional information received from the consumer reported that the healthcare professionals were treating the inability to speak as unrelated to the device/therapy. They were trying to get a programmer so when they go for the MRI they can check the device. The implantable neurostimulator (ins) was not working at the time of follow up. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0357389v, implanted: (B)(6) 2004, product type: lead. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
The family member of the patient reported they had not been able to get any doctor yet for the patient's spinal cord stimulator (scs) device. No further actions have taken place. They want an MRI done but have no appointment date so far. The patient will need a patient programmer (pp) when they go in for an MRI. The family member was encouraged to contact patient services for troubleshooting/replacement of the pp. The caller reported the device had end of service (eos) in 2014, which appears to be a normal battery depletion since the device was put in in 2005. The patient needs an MRI of the brain and since the device is in eos, the consumer wanted to contact a rep to make sure the unit was off. The reason for the MRI was to diagnose speech problems. The patient lost the ability to speak and they have no idea why. The patient did not have a health care provider (hcp), and was looking for one. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.